Event description:
Procedure: ercp, with sphincterotomy, balloon sweep of the bile duct, and placement of a biliary stent. During the above-noted procedure, there was a technical difficulty with malfunction of the equipment. During the procedure while a sphincterotomy was being performed with a short-nosed sphincterotome, the sphincterotome wire broke. The physician was able to remove it from the patient and it was replaced with another. The physician was able to complete the procedure with no further complications. The broken device was unfortunately discarded by staff at the time of occurrence and, thus, not available for an evaluation. The staff also did not record which brand/manufacturer of the four different types of sphincterotome available was used during this procedure.